Event description:
It was reported during a laparoscopic hernia repair an eas metal retaining flange on the cartridge fell off the instrument into pt. The flange was recovered laparoscopically. The second eas used wouldn't form staples after several frings. The case was completed with a third eas. There was no consequence to the pt.